Event description:
It was reported that the intraocular lens (iol) was replaced due to a myopic patient outcome. The patient was reportedly doing well.

Manufacturer narrative:
(B)(4): a review of the manufacturing records for the lens showed no deviations. The diopter measurement records verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 18.0 diopter for this serial number. The batch passed all acceptance criteria for all tests performed and was within all specifications.(B)(4): placeholder.

Manufacturer narrative:
(B)(4). MFR report # should have been (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The explanted lens was returned to our manufacturing facility for evaluation. The lens is a 18.5 diopter, model zmb00 lens. Upon receipt and visual inspection, two (2) parts of a lens were cut into three (3) halves. The returned sample was inspected at 10x microscope magnification which is our normal inspection magnification. The condition observed were consistent with a lens that had been explanted. The sample had surface residuals compatible with handling of the lens during an explant procedure. No additional cosmetic defects were identified in the returned sample. No manufacturing related issues were identified. The condition of damage in the sample did not allow further inspection. At manufacture the lenses are 100% measured for diopter power, resolution, and contrast. The diopter inspection report showed that the lens was released within diopter specifications. Placeholder.

Manufacturer narrative:
In the initial report, the diopter power was reported as 18.0 in the manufacturing record review. The diopter power should be 18.5 diopter. All pertinent information available to abbott medical optics has been submitted. Placeholder.